Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium modular neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly female patient revised for dislocation, 1.3 days post-operatively. Patient was (B)(6) at initial surgery, with degenerative osteo-arthritis and a bmi of 29.9. Patient was implanted with a short varus-valgus ti modular neck, a 36mm femoral head, and a profemur tl modular stem. Patient had an undisplaced greater trochanter bone fracture, initially treated non-operatively, that resulted in a revision of both the femoral and acetabular components.